Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2026, the patient underwent a tension-free hernia repair in the operating room. During the surgery, the doctor placed a single-use sterile urinary foley catheter. After surgery, the patient returned to the ward with the catheter in place. On (B)(6) 2026, at 7:30, the patient reported the urge to urinate. Examination showed a bulge in the bladder area, but no urine was draining from the catheter. The catheter was irrigated, and it was found that the catheter had dislodged and the balloon had ruptured. The on-duty doctor was notified. Following medical instructions, the catheter was removed, and 50g of blood clots were expelled from the urethral opening. A new catheter was reinserted, but placement was difficult. A urologist was called to insert a three-way catheter at the bedside, draining 300ml of bloody fluid. During this period, irrigation and assessment were performed. The patient was advised to drink plenty of water and to monitor urination.